Event description:
It was reported the patient experienced a shocking or jolting sensation at the stimulator site when the device was on. No known accident or incident was related to this complaint. The patient stated "that this is the 2-3rd time that her leads have fractured". No diagnostics had been performed to confirm the fracture. The patient is working with her hcp to try to move her device and replace the leads to see if that will alleviate repetitive lead fractures. The patient also needs to recharge her device daily and it takes 9 hours to fully recharge. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.